Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not crossing over to the pyxis server and station. Only one patient affected and not appear in pyxis. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all order was not crossing over to the pyxis server and station. A technical support specialist checked the interface messages and found that the patient had been placed on leave of absence (loa). The customer was informed that the hospital interface team would need to send an a22 message once the patient returned. The customer then stated that the patient had been discharged and the issue was no longer relevant. The system functioned as intended after the technical support specialist investigated the device.